Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the precision xtra blood glucose monitor device. The values, when plotted on a clarke error grid fell in to the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.